Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe leaked. The following information was provided by the initial reporter: "luer lok plastipak syringe 50 ml leaks at the level of the black rubber on the stopper. "

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 9/1/2021 h.6. Investigation: one 50ll sample with reference (B)(4) (lot number 2105080) has been received to perform investigation, sample was contaminated therefore product was evaluated externally. Upon visual inspection, leakage can be confirmed. Stopper is correctly assembled. When the barrel of the syringe is inspected, damage is seen below the number 30 of the scale. Furthermore, ten retained samples from the same lot and reference (lot: 2105080, ref.(B)(4)) were evaluated, visual inspection was done not finding any defect or damage. Stopper is correctly assembled in all the samples. When the devices are disassembled, no defects in the plunger or stopper can be observed that could lead to leakage noticed by customer. Further testing was performed, no leakage observed. A device history review was performed for lot 2105080 no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Possible root cause is associated with the assembly process, when during assembly process there are jammed parts, this damage can appear, deforming the barrel and avoiding a good interaction and sealing between stopper, barrel, and plunger.

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe leaked. The following information was provided by the initial reporter: "luer lok plastipak syringe 50 ml leaks at the level of the black rubber on the stopper. "